Event description:
The pt was implanted with a left ventilator assist device (lvad). The vad coordinator reported that while the pt was at home and connected to the power module (tethered support), the system controller "got abnormally hot." The pt reportedly felt like the system controller "was burning through his leg." The suspect system controller was exchanged per the manufacturer's instructions for use and the pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The suspect device was returned to the manufacturer for analysis and the reported event could not be confirmed. The system controller was tested using a mock loop set up with a test pump and the system controller functioned as intended, with no alarms observed, even when the power lead cables were maneuvered. In addition, the white and black power cables were independently disconnected and the system continued to operate properly. The system controller was then operated on the mock loop for 4 days and there was not a time during the testing that it appeared to feel unusually warm to the touch. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.